Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Therefore all review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed the device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer's wife reported the error message, " replace sensor," when scanning the adc freestyle libre sensor. On (B)(6) 2019, as a result of not being able to monitor the customer's blood sugar, emergency services were called as the customer was "out of it" and was bleeding from a cut. The customer was treated with "two shots of glucose and a bottle of liquid glucose shot" as a treatment for hypoglycemia and bandaged for the bleeding. There was no report of death or permanent injury associated with this event.